Manufacturer narrative:
Evaluation summary: as the surgical notes and x-rays have not been provided, we are unable to access the fit and orientation of the implants per the surgical technique. It should be noted that the patient's activity level has been noted as high. The zimmer "coonrad/morrey total elbow" booklet included with the implant states that the patient must not lift more than 5 pounds with the operated arm. The patient's high activity level may have contributed to the ulnas loosening. However, with the information provided, an exact cause cannot be determined. Evaluation: returned for evaluation are the humeral and ulna bushings only. As such the condition of the ulna component is unknown. As returned, the ulna bushing appears to be in good condition with little wear. The two humeral bushings do show wear. It is possible that the loose ulna component caused unanticipated stress on the humeral bushings accelerating their wear. The returned parts were dimensionally analyzed and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It has been reported that the patient was revised approximately 6 months after implantation due to loosening of the ulna component. It is also reported that once removed, the bushings displayed wear.